Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time setting was incorrect on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer to the settings to correct the time.